Event description:
(B)(4) it was reported by the facility staff that the a bariatric 6500-bhd commode allegedly had a sharp edge on the arm plastic grip, and during a transfer of the patient from the commode to the recliner, the patient lost her balance, resulting in a cut to the right forearm.

Manufacturer narrative:
(B)(4). It was reported by the facility staff that the a bariatric 6500-bhd commode allegedly had a sharp edge on the arm plastic grip, and during a transfer of the patient from the commode to the recliner, the patient lost her balance, resulting in a cut to the right forearm. Medical intervention was sought, but no additional information was provided. Should we receive further details about this event, this file will be revised, and a supplemental report will be submitted.